Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system (exact type unknown) was implanted on (B)(6), 2008.according to the complainant, post-implantation the patient experienced vaginal pressure and pain, vaginal bleeding and/or dyspareunia and continues to experience pervasive vaginal discomfort. Revisionary suregery was performed on (B)(6), 2008.all other information, including the patient's current condition, is unknown and reportedly unavailable.